Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got failed battery test. The customer¿s blood glucose level was 253 mg/dl. Troubleshooting was performed for failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The device was received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies were noted.